Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of info not being provided or released by the reporter, despite multiple attempts to obtain the required info. This product was being used for treatment, not diagnosis. The pt is in good condition with no adverse effects as a result of this event. All portions of the bur were returned indicating that no device fragments were left in the pt. Functional inspection showed that the blade would not load properly into the handpiece caused by excess adhesive on the outer hub. This may have contributed to the device failure. Visual inspection found no damage to the teeth of the inner or the outer blade and only minor damage to the inner hub chevron tips. Visual and dimensional inspection showed that the middle tube fractured at the first loop of the dovetail spiral wrap causing approximately 1/2 inch portion of the tip become detached. The "dovetail spinal wrap" is the top, curved portion of the middle tube where it is designed to allow a curved tube that can rotate. IFU statements include, but are not limited to: be sure the blade is fully engaged in the handpiece and verify the tip is fully engaged with the outer cannula prior to use. Should a blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the blade are retrieved and removed from the pt. Unremoved blade fragments may cause tissue damage to the pt. This is the second report of this type on this bur lot. While it is not common for a powered bur/blade to break, our data shows that on rare occasion, a serious injury (si) or surgical intervention has occurred due to a break resulting in a device fragment. Most bur fragments are easily removed from the pt without additional intervention or direct harm and allow the surgical procedure to proceed as intended. The FDA guidance declares that if a malfunction has caused a death or si even once, then it means it is "likely" to recur. Given this guidance and our experience with bur breaks, any bur break resulting in a device fragment is submitted as a reportable malfunction.

Event description:
During endoscopic surgery in the left maxillary sinus the bur tip broke. The surgeon recovered a portion of the bur from the surgical field which resulted in a delay in surgery of approximately 10 minutes. The bur tip was easily removed without the use of additional equipment or surgical procedure, and the original procedure proceeded as intended. There was no pt adverse affects reported.